Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure" was confirmed objectively based on returned intra-procedural imaging. Available information suggests imaging and procedural such as device/catheter shadow, inaccurate view planes, lack of 3d usage, and device interaction with the 2nd implant likely contributed to the event. Therefore, the most likely cause of this event is procedural factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from canada, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. First implant was stuck in the lateral commissure probably when it was elongated. The tip of the implant got stuck in the papillary muscle head so it had to be released. Second implant had to be aborted due to clasps issues. Poor imaging during the entire procedure. Work had to be performed on the lateral commissure in order to grasp a flail. Due to a suboptimal bicommissural view during elongation, it is believed that the implant became stuck in the papillary muscle head and could not be dislodged from the commissure. It was decided to release the implant in this position a second implant was planned to be placed adjacent to the first one in the lateral commissure, oriented 1-7, in an attempt to capture the flail. However, regardless of the orientation or positioning, a significant mitral regurgitation jet was observed between the implants. During the final attempt, several optimizations were carried out despite poor imaging quality. Although the exact mechanism remains uncertain, it is hypothesized that the anterior leaflet was trapped between the spacer and the clasp, with interaction with the anterior leaflet. Disengagement could not be achieved. At that moment, the anterior clasp was not responding even after suture flossing and wiggling. No tension was present on the clasp slider; however, the clasp on the implant was not being moved. After consideration, it was suspected that interaction with the first implant might have been occurring, which would have prevented the clasp from lowering. The suture was flossed, and small maneuvers were attempted to free the suture and the clasp. It was also thought that the anterior leaflet might have been positioned between the spacer and the clasp. Usually, the clasp is asked to be dropped halfway to free the leaflet, but since this was not working, large maneuvers were avoided. The entire suture on the anterior side was then removed, with the assumption that if this was the issue, the clasp would naturally lower, allowing bailout. When the suture was retrieved, the clasp did not move as expected. Large maneuvers on the handle (360 degrees on the implant catheter handle!) Were performed by the physicians. They were asked to return to the initial position to avoid anatomical distortion, as interaction was likely occurring. Once back in the initial position, small maneuvers were performed, and the clasp was successfully lowered to the paddle. The echocardiography side was consulted for brainstorming. Upon returning to the table, the implant was found in the left atrium. The bailout method must have been used, but anatomy appeared to have been positioned between the clasp and the paddle, as both were completely bent on fluoroscopy when the implant was closed. At that point, elongation was not functioning. An attempt was made to reorient the system toward the natural valve anatomy and check if the paddle could be straightened, then use the gs to raise the retention elements and apply elongation for bailout. However, it seems the implant was advanced or moved enough to free itself. Elongation was achieved and bailout were then successfully performed. The implant was checked outside the patient, and no anatomy was found stuck in the retention elements. Severe mitral regurgitation was noted at the conclusion, with the first implant remaining stable in the commissure. On pod1 the patient went to surgery and had a mitral valve replacement. The procedure went well.